Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No applicable case imagery was provided for review. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints based on the complaint codes. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was not able to be confirmed since the device was not returned and no applicable imagery was provided. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, an intravascular ultrasound (ivus) was performed to evaluate the ilio-femorals, which were diseased. After ruling out the right-side access, percutaneous transluminal angioplasty (pta) was performed on the left common iliac in order to accommodate a 14fr esheath. The valve met significant resistance upon insertion into the sheath. Extreme force was needed to advance the valve through the sheath. When the valve was finally in the aorta and ready for alignment, it was clear that the inflow aspect of the stent frame had been 'damaged'. The in-flow aspect of the frame was inverted in one segment', 'upon removal of the esheath, damage to the sheath was reported', and noted that 'it was discussed, but nothing was determined definitively, but likely access related. This case was done with not much planning and under stressful circumstances, with diseased tf access that required pta, and only ivus images to assess a patient in extremis'. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. In this case, patient's access vessel had a challenging pathway during the delivery system advancement, and it led to high resistance and push force. So, if excessive force was applied to overcome the resistance, it could result in the valve strut interacted with the sheath and damaged the frame strut as reported. This procedural condition, in conjunction with the exposed apices of the crimped sapien 3 utlra (s3u) valve, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Although a definite root cause was not able to be determined, available information suggests that patient factors (access vessel conditions), in addition to procedural factors (excessive device manipulation) may have contributed to the damaged valve frame. Although the cause of the non-flow limiting dissection was not able to be determined, procedural factors (valve/sheath resistance, pta performed at the beginning of the procedure), in addition to patient factors (vessel calcification) may have contributed to the reported vascular injury. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, resistance was encountered during the advancement of a sapien 3 ultra valve and commander delivery system through an esheath. Post valve deployment, a non-flow limiting iliac dissection was observed following the removal of the sheath. Prior to an urgent, transfemoral tavr procedure, only a chest scan was performed. An intravascular ultrasound (ivus) was performed to evaluate the ilio-femorals, which were diseased. After ruling out the right-side access, percutaneous transluminal angioplasty (pta) was performed on the left common iliac in order to accommodate a 14fr esheath. The valve met significant resistance upon insertion into the sheath. Extreme force was needed to advance the valve through the sheath. When the valve was finally in the aorta and ready for alignment, it was clear that the inflow aspect of the stent frame had been 'damaged'. The inflow aspect of the frame was inverted in one segment. The patient was in extremis and the decision was made to deploy the valve, which was done uneventfully. No evidence of any valve damage was observed after the balloon was deflated. Upon removal of the esheath, damage to the sheath was reported. A 'significant' non-flow limiting dissection was also observed in the left common iliac. No information regarding possible actions taken for the dissection was provided. At the time of the report, the patient was sent to ICU to recover. The patient was in stable condition and expected to be discharged on postoperative day (pod) 10. The valve 'looks perfect' and remains implanted in the patient. The exact cause of the dissection could not be determined. It was speculated that it was possibly caused by the valve/sheath resistance, or by the pta performed at the beginning of the procedure.